Manufacturer narrative:
The reported filter leak was confirmed by investigation. The probable cause of the observed filter vent leak is the temporary or permanent loss of hydrophobic properties of the filter vent due to infusate interactions. A device history review (DHR) review could not be completed because the lot number was not provided by the customer.

Manufacturer narrative:
The device involved in the event has been received by the manufacturer for further investigation. The lot number for the device is not able to be identified; therefore no manufacturing date is known. A supplemental report will be submitted upon completion of the manufacturer investigation.

Event description:
It was reported that, on an unknown date, the administration set involved in the event experienced a taxol leak on the proximal side of the filter. There was unknown patient involvement. No additional information was available at the time of the report.